Event description:
I got textured breast implants, allergan. I was very healthy and very energetic prior to implants. I felt depressed, fatigued, anxious, developed insomnia and many other symptoms. Few years later, my perfect vision started declining rapidly and I felt like I had sand in my eyes, started having major dental issues despite my exceptional oral hygiene and healthy lifestyle. I had sore tender breast all the time. Some how breast implants seemed to affect me systemically in ways that living became so painful as I went from being an athlete to almost bedridden by year 7. I had them removed just before year 8 and feeling so much better now 8 months after explant .